Event description:
It was reported the subject camera head coupler fell off. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to olympus and customer allegation was confirmed. The results of the functional and visual inspections of the product returned to olympus showed that the device had been disconnected from the coupler. A device history review (DHR) was completed, and no issues were identified. The root cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.